Event description:
While the pt was being transferred laterally from normal bed to bariatric bed with a ceiling lift and a disposable repositioning sling, the sling ripped. Pt was not off of bed when this occurred. No injury were reported.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.